Event description:
It was reported that three years ten months thirty days post a port placement, the catheter allegedly had no reverse blood, and saline allegedly leaked into the subcutaneous tunnel. It was further reported that the catheter allegedly ruptured. Reportedly, the port was removed. There was no reported patient injury. ¿

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that three years, ten months and thirty days post a port placement via the right internal jugular vein, the catheter allegedly had no reverse blood, and saline allegedly leaked into the subcutaneous tunnel. It was further reported that the catheter was allegedly ruptured. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter in two segments were received. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break and partial compound break were noted to the distal portion of the attached catheter. A complete circumferential break was noted to the distal end of the attached catheter and the distal catheter segment was returned. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be rough and round on both sides. Splits were noted on the border of the surface. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other region. Upon infusion, leaks from the partial breaks were observed while water was exiting the distal end. Aspiration was attempted and was unsuccessful. Therefore the investigation is confirmed for the reported fracture, leak, suction issue and identified material separation, wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.